Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of salpingo-oophoritis ('inflammation/ infected area was observed around the device/ pus in the ovaries') and abdominal adhesions ('bowel adhesion') in a 38-year-old female patient who had fallopian tube occlusion insert inserted for in vitro fertilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use "essure not registered in turkey and was used for in vitro fertilisation" and device use issue "essure used for unapproved indication". The patient's medical history included in vitro fertilization (first attempt) in (B)(6) 2014, intestinal operation (had a total of 11 intestinal surgeries to date) in 2003, proctocolectomy (total; in 2003 patient continued to receive treatment because the complaints causing this surgery persisted) in 2000, familial adenomatous polyposis, colon cancer and peritubal adhesions (tubes were blocked by adhesions). Concurrent conditions included overweight. The patient also had a family history of familial adenomatous polyposis. On (B)(6) 2014, the patient had fallopian tube occlusion insert inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic cramps started after insertion") and abdominal distension ("abdominal swelling"). In (B)(6) 2014, the patient experienced procedural pain ("patient had groin pain on the day the injection for in vitro fertilisation was performed") and failed in vitro fertilisation ("in vitro fertilization was a failure"). In (B)(6)2017, the patient experienced salpingo-oophoritis (seriousness criteria hospitalization prolonged and intervention required) with hydrosalpinx and abdominal adhesions (seriousness criterion hospitalization). On an unknown date, the patient experienced dysmenorrhoea ("severe pain before and during periods"), pelvic cyst ("several cysts on the area previously affected by inflammation (fallopian tube, ovaries)") and pelvic discomfort ("feels discomfort in that area of inflammation around essure"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017 and then for 16 days. The patient was treated with antibiotics, ciprofloxacin betain (ciproxin) and surgery (exploratory laparotomy and adhesiolysis on (B)(6) 2017 and infected area cleaned during surgery). Fallopian tube occlusion insert treatment was not changed. At the time of the report, the salpingo-oophoritis and abdominal adhesions outcome was unknown, the pelvic pain was resolving, the dysmenorrhoea, abdominal distension, pelvic cyst and pelvic discomfort had not resolved and the procedural pain and failed in vitro fertilisation had resolved. The reporter provided no causality assessment for abdominal adhesions, abdominal distension, dysmenorrhoea, failed in vitro fertilisation, pelvic cyst, pelvic discomfort, procedural pain and salpingo-oophoritis with fallopian tube occlusion insert. The reporter considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: patient suffered from bowel adhesion in 2017 and had surgery for this condition. During the surgery, however, infection was observed at the site where essure was implanted and the infected area was cleaned. Necessary interventions were performed for the bowels and the surgery was completed. The patient was hospitalized and received intravenous antibiotic treatment. After discharge from the hospital, she was relieved from pain for a while, but then she started to experience pain again (she did not remember the exact date). The development of hydrosalpinx was related to the in vivo fertilization interventions. Fu4 on (B)(6) 2020 (patient): essure was provided by the hospital where the procedure was performed, and she did not know from which country the product was provided. She confirmed that the reason for essure insertion was in vitro fertilization treatment. She was told by her doctor that her tubes were blocked by adhesions so they actually needed to be removed and laparoscopy was considered risky. That was the reason for essure insertion prior to in vitro fertilization treatment. Essure was planned to remain inserted because of her medical condition, despite the discomforts she experiences, but she wanted to make sure whether it would do any harm to her body and wanted to be contacted if any safety issue is raised that will require the removal of the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. C-reactive protein - in (B)(6) 2014: 155 (high) in the first in vitro fertilization attempt but the reason for the increase could not be found; in (B)(6) 2017: increased level at the time of operation, as specified in medical records, was because of the inflammation around the essure; in 2020: slightly lower than the upper limit. Influenza a virus test - in (B)(6) 2014: h1n1 negative. Ultrasound scan vagina - on (B)(6) 2019: several cysts on the area previously affected by inflammation. Physician recommendation is not to perform any surgical intervention unless there is an emergency. Hypoechoic cysts measuring 55x54 mm and 46x35 mm in right adnexal area (right ovarian cyst?). White blood cell count - in 2020: slightly higher. Most recent follow-up information incorporated above includes: on 14-aug-2020: proctocolectomy in 2000, intestinal surgeries and tubal adhesions were added as medical history. The patient confirmed in vitro fertilisation treatment for essure, therefore the cause of event off label use was updated. A second episode for the event pain on first attempt of in vitro fertilization and two new events pelvic discomfort and uterine cysts were extracted. Lab data for c-reactive protein were updated, h1n1 influenza test , vaginal ultrasound scan and white blood cell count were added. The outcome for groin pain and for pelvic pain were updated. The patient also stated that essure would remain inserted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of salpingo-oophoritis ('inflammation/ infected area was observed around the device/ pus in the ovaries') and abdominal adhesions ('bowel adhesion') in a 38-year-old female patient who had fallopian tube occlusion insert inserted for in vitro fertilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use "essure not registered in turkey and was used for in vitro fertilisation" and device use issue "essure used for unapproved indication". The patient's medical history included in vitro fertilization (first attempt) in (B)(6) 2014, intestinal operation (had a total of 11 intestinal surgeries to date) in 2003, proctocolectomy (total; in 2003 patient continued to receive treatment because the complaints causing this surgery persisted) in 2000, familial adenomatous polyposis, colon cancer and peritubal adhesions (tubes were blocked by adhesions). Concurrent conditions included overweight. The patient also had a family history of familial adenomatous polyposis. On (B)(6) 2014, the patient had fallopian tube occlusion insert inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic cramps started after insertion") and abdominal distension ("abdominal swelling"). In (B)(6) 2014, the patient experienced procedural pain ("patient had groin pain on the day the injection for in vitro fertilisation was performed") and failed in vitro fertilisation ("in vitro fertilization was a failure"). In (B)(6) 2017, the patient experienced salpingo-oophoritis (seriousness criteria hospitalization prolonged and intervention required) with hydrosalpinx and abdominal adhesions (seriousness criterion hospitalization). On an unknown date, the patient experienced dysmenorrhoea ("severe pain before and during periods"), pelvic cyst ("several cysts on the area previously affected by inflammation (fallopian tube, ovaries)") and pelvic discomfort ("feels discomfort in that area of inflammation around essure"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017 and then for 16 days. The patient was treated with antibiotics, ciprofloxacin betain (ciproxin) and surgery (exploratory laparotomy and adhesiolysis on (B)(6) 2017 and infected area cleaned during surgery). Fallopian tube occlusion insert treatment was not changed. At the time of the report, the salpingo-oophoritis and abdominal adhesions outcome was unknown, the pelvic pain was resolving, the dysmenorrhoea, abdominal distension, pelvic cyst and pelvic discomfort had not resolved and the procedural pain and failed in vitro fertilisation had resolved. The reporter provided no causality assessment for abdominal adhesions, abdominal distension, dysmenorrhoea, failed in vitro fertilisation, pelvic cyst, pelvic discomfort, procedural pain and salpingo-oophoritis with fallopian tube occlusion insert. The reporter considered pelvic pain to be related to fallopian tube occlusion insert. No further causality assessment were provided for the product. The reporter commented: patient suffered from bowel adhesion in 2017 and had surgery for this condition. During the surgery, however, infection was observed at the site where essure was implanted and the infected area was cleaned. Necessary interventions were performed for the bowels and the surgery was completed. The patient was hospitalized and received intravenous antibiotic treatment. After discharge from the hospital, she was relieved from pain for a while, but then she started to experience pain again (she did not remember the exact date). The development of hydrosalpinx was related to the in vivo fertilization interventions. Fu4 on (B)(6) 2020 (patient): essure was provided by the hospital where the procedure was performed, and she did not know from which country the product was provided. She confirmed that the reason for essure insertion was in vitro fertilization treatment. She was told by her doctor that her tubes were blocked by adhesions so they actually needed to be removed and laparoscopy was considered risky. That was the reason for essure insertion prior to in vitro fertilization treatment. Essure was planned to remain inserted because of her medical condition, despite the discomforts she experiences, but she wanted to make sure whether it would do any harm to her body and wanted to be contacted if any safety issue is raised that will require the removal of the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. C-reactive protein - in (B)(6) 2014: 155 (high) in the first in vitro fertilization attempt but the reason for the increase could not be found; in (B)(6) 2017: increased level at the time of operation, as specified in medical records, was because of the inflammation around the essure; in 2020: slightly lower than the upper limit. Influenza a virus test - in (B)(6) 2014: h1n1 negative. Ultrasound scan vagina - on (B)(6) 2019: several cysts on the area previously affected by inflammation. Physician recommendation is not to perform any surgical intervention unless there is an emergency. Hypoechoic cysts measuring 55x54 mm and 46x35 mm in right adnexal area (right ovarian cyst?). White blood cell count - in 2020: slightly higher. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of salpingitis ('inflammation was observed around the device') in a 38-year-old female patient who had fallopian tube occlusion insert inserted for in vitro fertilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure used for unapproved indication" and off label use "off label use (essure not registered in turkey)". The patient's medical history included colectomy and in vitro fertilization. Concurrent conditions included overweight. On (B)(6) 2014, the patient had fallopian tube occlusion insert inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic cramps") and abdominal distension ("abdominal swelling"). In 2017, the patient experienced abdominal adhesions ("bowel adhesion"). On an unknown date, the patient experienced salpingitis (seriousness criterion hospitalization prolonged), dysmenorrhoea ("severe pain during periods") and groin pain ("groin pain before her periods"). The patient was hospitalized for 16 days. The patient was treated with antibiotics, ciprofloxacin betain (ciproxin), surgery and wound care (the infected area was cleaned). Fallopian tube occlusion insert treatment was not changed. At the time of the report, the salpingitis outcome was unknown and the pelvic pain, abdominal distension, dysmenorrhoea and groin pain had not resolved. The reporter provided no causality assessment for abdominal adhesions, abdominal distension, dysmenorrhoea, groin pain and salpingitis with fallopian tube occlusion insert. The reporter considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: she still has essure implanted. She suffered from bowel adhesion in 2017 and had the surgery she mentioned before for this condition. During the surgery, however, infection was observed at the site where essure was implanted and the infected area was cleaned. Necessary interventions were performed for the bowels and the surgery was completed. No additional intervention was performed on the fallopian tubes. The increased c-reactive protein level detected by preoperative tests was found to be not only due to the condition in the bowels but also due to the infection caused by essure. The patient did not tell the physician that she had essure implanted prior to the operation. When the physician informed her about the infection at the related site after surgery, she said that she had essure implanted. The patient was hospitalized and received intravenous antibiotic treatment. After being discharged from the hospital, she was relieved from pain for a while, but then she started to experience pain again (she did not remember the exact date). She would still experience groin pain before her periods, and she would take antibiotics from time to time during these periods if she also has an increased c-reactive protein level. She did not have any product information such as serial number. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. C-reactive protein - on an unknown date: high values. Most recent follow-up information incorporated above includes: on 13-apr-2020: new adverse events (bowel adhesion and groin pain before her periods) and deletion of symptom high c-reactive protein values. Essure is still implanted (no intervention was required). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of salpingo-oophoritis ('inflammation / infected area was observed around the device / pus in the ovaries') and abdominal adhesions ('bowel adhesion') in a 38-year-old female patient who had fallopian tube occlusion insert inserted for in vitro fertilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use "essure not registered in turkey and was used for in vitro fertilisation" and device use issue "essure used for unapproved indication". The patient's medical history included in vitro fertilization (first attempt) on (B)(6) 2014, intestinal operation (had a total of 11 intestinal surgeries to date) in 2003, proctocolectomy (total; in 2003 patient continued to receive treatment because the complaints causing this surgery persisted) in 2000, familial adenomatous polyposis, colon cancer and peritubal adhesions (tubes were blocked by adhesions). Concurrent conditions included overweight. The patient also had a family history of familial adenomatous polyposis. On (B)(6) 2014, the patient had fallopian tube occlusion insert inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic cramps started after insertion / pain in pelvic area") and abdominal distension ("abdominal swelling"). On (B)(6) 2014, the patient experienced procedural pain ("patient had groin pain on the day the injection for in vitro fertilisation was performed") and failed in vitro fertilisation ("in vitro fertilization was a failure"). In 2014, the patient experienced pelvic cyst ("several cysts on the area previously affected by inflammation (fallopian tube, ovaries)"). On (B)(6) 2017, the patient experienced salpingo-oophoritis (seriousness criteria hospitalization prolonged and intervention required) with hydrosalpinx and abdominal adhesions (seriousness criterion hospitalization). In 2019, the patient experienced ovarian cyst ("2 cysts in right ovary and 2 cysts in left ovary"). On an unknown date, the patient experienced dysmenorrhoea ("severe pain before and during periods"), pelvic discomfort ("feels discomfort in that area of inflammation around essure") and groin pain ("groin pain"). The patient was hospitalized from on 2(B)(6) 2017 and then for 16 days. The patient was treated with antibiotics, ciprofloxacin betain (ciproxin) and surgery (exploratory laparotomy and adhesiolysis on (B)(6) 2017 and infected area cleaned during surgery). Fallopian tube occlusion insert treatment was not changed. At the time of the report, the salpingo-oophoritis, abdominal adhesions and groin pain outcome was unknown, the pelvic pain was resolving, the dysmenorrhoea, abdominal distension, pelvic cyst, pelvic discomfort and ovarian cyst had not resolved and the procedural pain and failed in vitro fertilisation had resolved. The reporter provided no causality assessment for abdominal adhesions, abdominal distension, dysmenorrhoea, failed in vitro fertilisation, groin pain, ovarian cyst, pelvic cyst, pelvic discomfort, procedural pain and salpingo-oophoritis with fallopian tube occlusion insert. The reporter considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: patient suffered from bowel adhesion in 2017 and had surgery for this condition. During the surgery, however, infection was observed at the site where essure was implanted and the infected area was cleaned. Necessary interventions were performed for the bowels and the surgery was completed. The patient was hospitalized and received intravenous antibiotic treatment. After discharge from the hospital, she was relieved from pain for a while, but then she started to experience pain again (she did not remember the exact date). The development of hydrosalpinx was related to the in vivo fertilization interventions. Fu4 on (B)(6) 2020 (patient): essure was provided by the hospital where the procedure was performed, and she did not know from which country the product was provided. She confirmed that the reason for essure insertion was in vitro fertilization treatment. She was told by her doctor that her tubes were blocked by adhesions so they actually needed to be removed and laparoscopy was considered risky. That was the reason for essure insertion prior to in vitro fertilization treatment. Essure was planned to remain inserted because of her medical condition, despite the discomforts she experiences, but she wanted to make sure whether it would do any harm to her body and wanted to be contacted if any safety issue is raised that will require the removal of the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. C-reactive protein: on (B)(6) 2014: 155 (high) in the first in vitro fertilization attempt but the reason for the increase could not be found; in january 2017: increased level at the time of operation, as specified in medical records, was because of the inflammation around the essure; in 2020: slightly lower than the upper limit. Influenza a virus test: on (B)(6) 2014: h1n1 negative. Ultrasound scan vagina: on (B)(6) 2019: several cysts on the area previously affected by inflammation. Physician recommendation is not to perform any surgical intervention unless there is an emergency. Hypoechoic cysts measuring 55x54 mm and 46x35 mm in right adnexal area (right ovarian cyst?) White blood cell count: in 2020: slightly higher. X-ray: in 2019: 2 cysts - 55x54 mm and 46x35 mm in size on the right ovary; on (B)(6) 2020: 2 cysts - 35x41 mm and 47x58 mm in size on the right ovary and one cyst 38x41 mm in size on the left ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: lab data and events 2 cysts in right ovary and 2 cysts in left ovary and groin pain added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of salpingo-oophoritis ('inflammation/ infected area was observed around the device/ pus in the ovaries') and abdominal adhesions ('bowel adhesion') in a 38-year-old female patient who had fallopian tube occlusion insert inserted for in vitro fertilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use "essure not registered in turkey and was used for in vitro fertilisation" and device use issue "essure used for unapproved indication". The patient's medical history included in vitro fertilization (first attempt) in (B)(6) 2014, intestinal operation (had a total of 11 intestinal surgeries to date) in 2003, proctocolectomy (total; in 2003 patient continued to receive treatment because the complaints causing this surgery persisted) in 2000, familial adenomatous polyposis, colon cancer and peritubal adhesions (tubes were blocked by adhesions). Concurrent conditions included overweight. The patient also had a family history of familial adenomatous polyposis. On (B)(6) 2014, the patient had fallopian tube occlusion insert inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic cramps started after insertion / pain in pelvic area") and abdominal distension ("abdominal swelling"). In (B)(6) 2014, the patient experienced procedural pain ("patient had groin pain on the day the injection for in vitro fertilisation was performed") and failed in vitro fertilisation ("in vitro fertilization was a failure"). In 2014, the patient experienced pelvic cyst ("several cysts on the area previously affected by inflammation (fallopian tube, ovaries)"). In (B)(6) 2017, the patient experienced salpingo-oophoritis (seriousness criteria hospitalization prolonged and intervention required) with hydrosalpinx and abdominal adhesions (seriousness criterion hospitalization). In 2019, the patient experienced ovarian cyst ("2 cysts in right ovary and 2 cysts in left ovary"). On an unknown date, the patient experienced dysmenorrhoea ("severe pain before and during periods"), pelvic discomfort ("feels discomfort in that area of inflammation around essure") and groin pain ("groin pain"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017 and then for 16 days. The patient was treated with antibiotics, ciprofloxacin betain (ciproxin) and surgery (exploratory laparotomy and adhesiolysis on (B)(6) 2017 and infected area cleaned during surgery). Fallopian tube occlusion insert treatment was not changed. At the time of the report, the salpingo-oophoritis, abdominal adhesions and groin pain outcome was unknown, the pelvic pain was resolving, the dysmenorrhoea, abdominal distension, pelvic cyst, pelvic discomfort and ovarian cyst had not resolved and the procedural pain and failed in vitro fertilisation had resolved. The reporter provided no causality assessment for abdominal adhesions, abdominal distension, dysmenorrhoea, failed in vitro fertilisation, groin pain, ovarian cyst, pelvic cyst, pelvic discomfort, procedural pain and salpingo-oophoritis with fallopian tube occlusion insert. The reporter considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: patient suffered from bowel adhesion in 2017 and had surgery for this condition. During the surgery, however, infection was observed at the site where essure was implanted and the infected area was cleaned. Necessary interventions were performed for the bowels and the surgery was completed. The patient was hospitalized and received intravenous antibiotic treatment. After discharge from the hospital, she was relieved from pain for a while, but then she started to experience pain again (she did not remember the exact date). The development of hydrosalpinx was related to the in vivo fertilization interventions. Fu4 on (B)(6) 2020 (patient): essure was provided by the hospital where the procedure was performed, and she did not know from which country the product was provided. She confirmed that the reason for essure insertion was in vitro fertilization treatment. She was told by her doctor that her tubes were blocked by adhesions so they actually needed to be removed and laparoscopy was considered risky. That was the reason for essure insertion prior to in vitro fertilization treatment. Essure was planned to remain inserted because of her medical condition, despite the discomforts she experiences, but she wanted to make sure whether it would do any harm to her body and wanted to be contacted if any safety issue is raised that will require the removal of the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. C-reactive protein - in (B)(6) 2014: 155 (high) in the first in vitro fertilization attempt but the reason for the increase could not be found; in (B)(6) 2017: increased level at the time of operation, as specified in medical records, was because of the inflammation around the essure; in 2020: slightly lower than the upper limit. Influenza a virus test - in (B)(6) 2014: h1n1 negative. Ultrasound scan vagina - on (B)(6) 2019: several cysts on the area previously affected by inflammation. Physician recommendation is not to perform any surgical intervention unless there is an emergency. Hypoechoic cysts measuring 55x54 mm and 46x35 mm in right adnexal area (right ovarian cyst?). White blood cell count - in 2020: slightly higher. X-ray - in 2019: 2 cysts - 55x54 mm and 46x35 mm in size on the right ovary; on (B)(6) 2020: 2 cysts - 35x41 mm and 47x58 mm in size on the right ovary and one cyst 38x41 mm in size on the left ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: lab data and events 2 cysts in right ovary and 2 cysts in left ovary and groin pain added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of salpingo-oophoritis ('inflammation/ infected area was observed around the device/ pus in the ovaries') and abdominal adhesions ('bowel adhesion') in a 38-year-old female patient who had fallopian tube occlusion insert inserted for in vitro fertilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use "essure not registered in turkey and was used for in vitro fertilisation" and device use issue "essure used for unapproved indication". The patient's medical history included in vitro fertilization (first attempt) in (B)(6) 2014, intestinal operation (had a total of 11 intestinal surgeries to date) in 2003, proctocolectomy (total; in 2003 patient continued to receive treatment because the complaints causing this surgery persisted) in 2000, familial adenomatous polyposis, colon cancer and peritubal adhesions (tubes were blocked by adhesions). Concurrent conditions included overweight. The patient also had a family history of familial adenomatous polyposis. On (B)(6) 2014, the patient had fallopian tube occlusion insert inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic cramps started after insertion / pain in pelvic area") and abdominal distension ("abdominal swelling"). In (B)(6) 2014, the patient experienced procedural pain ("patient had groin pain on the day the injection for in vitro fertilisation was performed") and failed in vitro fertilisation ("in vitro fertilization was a failure"). In 2014, the patient experienced pelvic cyst ("several cysts on the area previously affected by inflammation (fallopian tube, ovaries)"). In (B)(6) 2017, the patient experienced salpingo-oophoritis (seriousness criteria hospitalization prolonged and intervention required) with hydrosalpinx and abdominal adhesions (seriousness criterion hospitalization). In 2019, the patient experienced ovarian cyst ("2 cysts in right ovary and 2 cysts in left ovary"). On an unknown date, the patient experienced dysmenorrhoea ("severe pain before and during periods"), pelvic discomfort ("feels discomfort in that area of inflammation around essure") and groin pain ("groin pain"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017 and then for 16 days. The patient was treated with antibiotics, ciprofloxacin betain (ciproxin) and surgery (exploratory laparotomy and adhesiolysis on (B)(6) 2017 and infected area cleaned during surgery). Fallopian tube occlusion insert treatment was not changed. At the time of the report, the salpingo-oophoritis, abdominal adhesions and groin pain outcome was unknown, the pelvic pain was resolving, the dysmenorrhoea, abdominal distension, pelvic cyst, pelvic discomfort and ovarian cyst had not resolved and the procedural pain and failed in vitro fertilisation had resolved. The reporter provided no causality assessment for abdominal adhesions, abdominal distension, dysmenorrhoea, failed in vitro fertilisation, groin pain, ovarian cyst, pelvic cyst, pelvic discomfort, procedural pain and salpingo-oophoritis with fallopian tube occlusion insert. The reporter considered pelvic pain to be related to fallopian tube occlusion insert. No further causality assessment were provided for the product. The reporter commented: patient suffered from bowel adhesion in 2017 and had surgery for this condition. During the surgery, however, infection was observed at the site where essure was implanted and the infected area was cleaned. Necessary interventions were performed for the bowels and the surgery was completed. The patient was hospitalized and received intravenous antibiotic treatment. After discharge from the hospital, she was relieved from pain for a while, but then she started to experience pain again (she did not remember the exact date). The development of hydrosalpinx was related to the in vivo fertilization interventions. Fu4 on (B)(6) 2020 (patient): essure was provided by the hospital where the procedure was performed, and she did not know from which country the product was provided. She confirmed that the reason for essure insertion was in vitro fertilization treatment. She was told by her doctor that her tubes were blocked by adhesions so they actually needed to be removed and laparoscopy was considered risky. That was the reason for essure insertion prior to in vitro fertilization treatment. Essure was planned to remain inserted because of her medical condition, despite the discomforts she experiences, but she wanted to make sure whether it would do any harm to her body and wanted to be contacted if any safety issue is raised that will require the removal of the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. C-reactive protein - in (B)(6) 2014: 155 (high) in the first in vitro fertilization attempt but the reason for the increase could not be found; in (B)(6) 2017: increased level at the time of operation, as specified in medical records, was because of the inflammation around the essure; in 2020: slightly lower than the upper limit. Influenza a virus test - in (B)(6) 2014: h1n1 negative. Ultrasound scan vagina - on (B)(6) 2019: several cysts on the area previously affected by inflammation. Physician recommendation is not to perform any surgical intervention unless there is an emergency. Hypoechoic cysts measuring 55x54 mm and 46x35 mm in right adnexal area (right ovarian cyst?). White blood cell count - in 2020: slightly higher. X-ray - in 2019: 2 cysts - 55x54 mm and 46x35 mm in size on the right ovary; on (B)(6) 2020: 2 cysts - 35x41 mm and 47x58 mm in size on the right ovary and one cyst 38x41 mm in size on the left ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of salpingitis ('inflammation/ infected area was observed around the device') and abdominal adhesions ('bowel adhesion') in a 38-year-old female patient who had fallopian tube occlusion insert inserted for in vitro fertilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use "off label use (essure not registered in turkey)" and device use issue "essure used for unapproved indication". The patient's medical history included proctocolectomy, in vitro fertilization, familial adenomatous polyposis and colon cancer. Concurrent conditions included overweight. The patient also had a family history of familial adenomatous polyposis. On (B)(6) 2014, the patient had fallopian tube occlusion insert inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic cramps") and abdominal distension ("abdominal swelling"). In (B)(6) 2017, the patient experienced abdominal adhesions (seriousness criterion hospitalization). On an unknown date, the patient experienced salpingitis (seriousness criteria hospitalization prolonged and intervention required), hydrosalpinx ("hydrosalpinx"), groin pain ("groin pain before her periods") and dysmenorrhoea ("severe pain during periods"). The patient was hospitalized from (B)(6) 2017 and then for 16 days. The patient was treated with antibiotics, ciprofloxacin betain (ciproxin) and surgery (exploratory laparotomy and adhesiolysis on (B)(6) 2017 and infected area cleaned during surgery). Fallopian tube occlusion insert treatment was not changed. At the time of the report, the salpingitis, abdominal adhesions and hydrosalpinx outcome was unknown and the pelvic pain, groin pain, dysmenorrhoea and abdominal distension had not resolved. The reporter provided no causality assessment for abdominal adhesions, abdominal distension, dysmenorrhoea, groin pain, hydrosalpinx and salpingitis with fallopian tube occlusion insert. The reporter considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: she still has essure implanted. She suffered from bowel adhesion in 2017 and had the surgery she mentioned before for this condition. During the surgery, however, infection was observed at the site where essure was implanted and the infected area was cleaned. Necessary interventions were performed for the bowels and the surgery was completed. No additional intervention was performed on the fallopian tubes. The increased c-reactive protein level detected by preoperative tests was found to be not only due to the condition in the bowels but also due to the infection caused by essure. The patient did not tell the physician that she had essure implanted prior to the operation. When the physician informed her about the infection at the related site after surgery, she said that she had essure implanted. The patient was hospitalized and received intravenous antibiotic treatment. After being discharged from the hospital, she was relieved from pain for a while, but then she started to experience pain again (she did not remember the exact date). She still experienced groin pain before her periods and took antibiotics from time to time during these periods if she also has an increased c-reactive protein level. She did not have any product information such as serial number. The development of hydrosalpinx was related to the in vivo fertilization interventions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. C-reactive protein - on an unknown date: high values. Most recent follow-up information incorporated above includes: on 7-may-2020: surgery report provided. Medical history updated, hydrosalpinx added as event, treatment for the event "bowel adhesions" was detailed and hospitalization added as seriousness criterion; event bowel adhesions classified as non-serious incident as not related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of salpingitis ('inflammation/ infected area was observed around the device') and abdominal adhesions ('bowel adhesion') in a 38-year-old female patient who had fallopian tube occlusion insert inserted for in vitro fertilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use "off label use (essure not registered in turkey)" and device use issue "essure used for unapproved indication". The patient's medical history included proctocolectomy, in vitro fertilization, familial adenomatous polyposis and colon cancer. Concurrent conditions included overweight. The patient also had a family history of familial adenomatous polyposis. On (B)(6) 2014, the patient had fallopian tube occlusion insert inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic cramps") and abdominal distension ("abdominal swelling"). In (B)(6) 2017, the patient experienced abdominal adhesions (seriousness criterion hospitalization). On an unknown date, the patient experienced salpingitis (seriousness criteria hospitalization prolonged and intervention required), hydrosalpinx ("hydrosalpinx"), groin pain ("groin pain before her periods") and dysmenorrhoea ("severe pain during periods"). The patient was hospitalized from (B)(6) 2017 and then for 16 days. The patient was treated with antibiotics, ciprofloxacin betain (ciproxin) and surgery (exploratory laparotomy and adhesiolysis on (B)(6) 2017 and infected area cleaned during surgery). Fallopian tube occlusion insert treatment was not changed. At the time of the report, the salpingitis, abdominal adhesions and hydrosalpinx outcome was unknown and the pelvic pain, groin pain, dysmenorrhoea and abdominal distension had not resolved. The reporter provided no causality assessment for abdominal adhesions, abdominal distension, dysmenorrhoea, groin pain, hydrosalpinx and salpingitis with fallopian tube occlusion insert. The reporter considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: she still has essure implanted. She suffered from bowel adhesion in 2017 and had the surgery she mentioned before for this condition. During the surgery, however, infection was observed at the site where essure was implanted and the infected area was cleaned. Necessary interventions were performed for the bowels and the surgery was completed. No additional intervention was performed on the fallopian tubes. The increased c-reactive protein level detected by preoperative tests was found to be not only due to the condition in the bowels but also due to the infection caused by essure. The patient did not tell the physician that she had essure implanted prior to the operation. When the physician informed her about the infection at the related site after surgery, she said that she had essure implanted. The patient was hospitalized and received intravenous antibiotic treatment. After being discharged from the hospital, she was relieved from pain for a while, but then she started to experience pain again (she did not remember the exact date). She still experienced groin pain before her periods and took antibiotics from time to time during these periods if she also has an increased c-reactive protein level. She did not have any product information such as serial number. The development of hydrosalpinx was related to the in vivo fertilization interventions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. C-reactive protein - on an unknown date: high values. Most recent follow-up information incorporated above includes: on 7-may-2020: surgery report provided. Medical history updated, hydrosalpinx added as event, treatment for the event "bowel adhesions" was detailed and hospitalization added as seriousness criterion; event bowel adhesions classified as non-serious incident as not related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of salpingitis ('inflammation was observed around the device') in a (B)(6) female patient who had fallopian tube occlusion insert inserted for in vitro fertilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure used for unapproved indication" and off label use "off label use (essure not registered in (B)(6))". The patient's medical history included colectomy and in vitro fertilization. Concurrent conditions included overweight. On (B)(6) 2014, the patient had fallopian tube occlusion insert inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic cramps") and abdominal distension ("abdominal swelling"). On an unknown date, the patient experienced salpingitis (seriousness criteria hospitalization prolonged and intervention required) with c-reactive protein increased and dysmenorrhoea ("severe pain during periods"). The patient was hospitalized for 16 days. The patient was treated with antibiotics, ciprofloxacin betain (ciproxin) and surgery (operation where devices were sterilized (as reported)). Fallopian tube occlusion insert treatment was not changed. At the time of the report, the salpingitis outcome was unknown and the pelvic pain, abdominal distension and dysmenorrhoea had not resolved. The reporter provided no causality assessment for abdominal distension, dysmenorrhoea and salpingitis with fallopian tube occlusion insert. The reporter considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: at the beginning of 2017, she was operated on due to her high c-reactive protein values. During the operation, inflammation was observed around the device and the device was sterilized. The patient was hospitalized and received intravenous antibiotic treatment. After being discharged from the hospital, she was relieved from pain for a while, but then she started to experience pain again (she did not remember the exact date). Due to her pains, she continued taking antibiotics orally from time to upon her doctor¿s recommendation. She did not have any product information such as serial number. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Most recent follow-up information incorporated above includes: on 14-jan-2020: information added: medical history, essure insertion date and indication, treatment drugs, event "experiencing its side effects from time to time" was deleted, events pelvic cramps, abdominal swelling, inflammation was observed around device, severe pain during periods and essure used for fertilization in vitro were added. Case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.